Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger to unlock the handle completely fell apart, due to the locking pin falling out. Case type: tka.

Event description:
Trigger to unlock the handle completely fell apart, due to the locking pin falling out. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the trigger to unlock the handle completely fell apart, due to the locking pin falling out. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot: k07v8 and 24 devices were accepted into final stock on 07/21/2016. A review of qt16-07-0057 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: k07v8 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.